Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water leakage. Inspection and testing of the returned device found foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the nozzle was clogged, the adhesive was deteriorating, the adhesive around the light guide lens was missing, the adhesive around the objective lens was missing, and there was foreign material that couldn't be removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with white foreign matter. The foreign matter could not be identified. No physical damage was confirmed where the foreign matter remained. The event can be detected/prevented by following the instructions for use which state: "3.8 inspection of the endoscopic system: inspection of the air-feeding function/inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.